Manufacturer narrative:
This report is submitted on april 7, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient experienced pain and subsequently was treated with antibiotics (specific type, date and duration not reported). This report is submitted on may 04, 2022.